Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. The fse inspected the instrument and confirmed the reported leak. The fse indicated that the baths were overflowing and the vacuum isolator chamber (vic) was not draining; all due to the waste pump not working properly. The fse replaced the pump along with the check valves in the drain pathway and filters, resolving the leak. Failure mode of the leak was attributed to the waste pump which needed replacement. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that 20 cc of fluid was leaking from the baths of the coulter act diff 2 analyzer and that the vacuum isolator chamber (vic) was not draining. The leak was not contained within the analyzer. The material safety data sheet (msds) was reviewed. There is an exposure control/risk management plan in place at the facility. The operator was wearing gloves and a laboratory coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.